Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified in the event logs. The iipv occurred on(B)(6) 2010 during drain cycle 3. The patient's drain volume was 4532ml the fill volume was 2800ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse, she does not recall the patient reporting any symptoms of overfill. The patient has discontinued peritoneal dialysis therapy and is currently on hemodialysis. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events for the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).